Event description:
Customer reported that occlusions occurred, but it was unclear which alarm number was involved or how the occlusions were resolved. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and any further follow-up.